Event description:
The customer reported that during a laparoscopic cholecystectomy, the device activated when the jaws were slightly open, although, the button was not being pushed. The device was not on tissue at the time and there was no pt injury associated with this event.

Manufacturer narrative:
(B)(4). Three (B)(4) devices of the same lot number were returned for eval. One of the devices had been used. Sealing function was tested on all three devices and self-activation was confirmed when the handle latched on the used device. The other two devices were checked and tested satisfactorily. The cause of the self-activation is due to an extended tab on the switch cover. Covidien has implemented a new switch cover with a shorter tab. This device was mfg prior to this change being implemented.